Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test. No unexpected no delivery alarm was noted. The unit had a minor scratched display window.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was unknown. Advised the customer to change the complete infusion set and to call again if the issue recurred. Advised return of the insulin pump for analysis. Nothing further reported.